Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025 around 4:00 am, the patient was lying down unable to sleep due to the cgm continuously alerting to a low value of 50 mg/dl. Without checking their bg, the patient self-treated by drinking juice and consuming sugar. The cgm still continued to show a low value, and the patient performed a fingerstick, which showed a bg around 500 mg/dl. The patient reported not experiencing any symptoms. The patient removed the sensor and noted it was wet, which they believed may have affected accuracy. The patient was concerned about their bg levels and drove themselves to the hospital. Upon arrival at the emergency department, his blood pressure and glucose were checked by the nursing staff. The patient is unable to recall the exact bg value however stated it was close to 500 mg/dl. The patient was treated with intravenous (IV) fluids only, with no medications or insulin given. After approximately 4 hours, when the IV fluids were completed and his blood glucose level had decreased, the patient was discharged. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.